Event description:
It was reported by the pt that he had the realize band implanted in 2008 in another country. Two weeks later, went to the ER with chest pains and was released. Pt states he returned five days later and it was determined that he had a massive infection at the port site (luq). He was admitted and a course of antibiotic therapy was started. He developed renal failure and was put on dialysis. His renal function has returned, however, he has developed atrial fibrillation and was cardioverted last week.

Manufacturer narrative:
Info not available, device not returned for analysis.